Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over- infused; further described as "infused over 30 hours." This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H4: the lot was manufactured from june 01, 2023, to june 02, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.